Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that an infection abd an allergic reaction occured while using the sensor. The physician prescribed antibiotics and cream. It was suggested that the area of insertion is cleaned with alcohol and to use hypoallergenic tapes. Nothing further reported.